Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer stated that pump supplies were changed, and insulin was seen exiting the tubing during fill tubing. In addition, customer reported small air bubbles throughout the tubing. Customer experienced elevated blood glucose level reaching 311 mg/dl. Customer delivered a bolus to stabilize blood glucose levels.